Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery and high blood glucose level of 688 mg/dl. The customer had no symptoms of their blood glucose levels. The customer treated bolus with pump. Customer's blood glucose value was 688 mg/dl at the time of the incident. Customer's current blood glucose value was 498 mg/dl. Customer reports does not know what happened with the pump. Here tester said over 600 mg/dl. At noon yesterday, 688 mg/dl when she went to the emergency room. Customer has been noticing that blood glucose have been getting a little higher every day. Customer additionally, stated that at emergency room 198 mg/dl. Tested blood glucose hour - hour and half ago and it 439 mg/dl. Bolus with pump to treat. 498 mg/dl, has not changed site since being on the hospital. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 at 2:30 pm. The blood glucose value when admitted to hospital was 688 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was hyperglycemia. Customer was discharged today (B)(6) 2017 around 12:00pm. Customer wearing the pump at time of hospitalization. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined to check their settings. The insulin pump passed the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.